Event description:
Pt was implanted with the essure intrauterine device manufactured by conceptus inc. In (B)(6) 2009. The first 2 years were fine. Suddenly she started having heavy periods, heavy clots, pain, spotting between periods, back pain, weight gain (approximately 20 pounds every month), bad headache, cramps, bloating, hot flashes, blurred vision, pelvic pain and pressure and abdominal tenderness. She believes her immune system has weakened due to the fact that she's now frequently having the common cold. During the last 8 months all the above-mentioned symptoms got worse she consulted her gynecologist, who prescribed medications time and again. But no relief was derived. Finally after undergoing a sonogram, she was told that her uterus, cervix and fallopian tubes were all scarred. She was advised to undergo a hysterectomy. She has scheduled this for next week.